Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no definitive root cause can be determined. However,the customer reported that they did troubleshooting and identified that the fuse on power board is blown. The end user replaced the defective components like board, motor and turbine driver board and the issue was resolved. Any additional information provided by the customer will be included in a follow up report.

Event description:
It is reported to vyaire medical that the vela ventilator experienced motor fault and hw fault alarm and the device power board overheat. There was no information regarding patient involvement.